Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional information received: this complaint was reported to FDA by mistake, it is not reportable. Please send a follow-up to void this report. This is a follow up report to report this additional information. This follow up report is to correct this event to a non-reportable. This report was submitted in error. Please disregard the initial report. This is a follow up report for this corrected information.